Event description:
New information received noted that the dislodged lead was caused a thumping sensation. The lead was subsequently explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and high threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged tissue. After the lead was cleaned, torque was applied directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of high threshold was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed high capture threshold exhibited by the right ventricular lead. A subsequent chest x-ray confirmed lead micro-dislodgement, and the patient reported a fall which may have contributed to dislocation. No interventions were made, as the patient was not pacing dependent, and the issue will continue to be monitored. The patient was stable.